Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction (e3/e-2):user applied blood to strip before inserting strip into meter or insufficient blood sample applied to strip. Manufacturer tried to contact customer with follow up phone calls for knowing customer's condition and ensure new product replacement is not displaying error message (e-3/e-2), unable to make contact with customer. Letter sent.

Event description:
Customer complains of an e3 error message. Patient states she is feeling lightheaded, dry mouth and having frequent urination. Customer states that she contacted her dr. Was told to purchase the meter and strips and run a blood test. Customer states that she is getting the e-3 errors after the sample is applied to the strip. Customer states the strips were opened today. Verify that customer is storing the strips properly. Verify that customer did not leave the strips out of the vial too long customer attempted a control test and obtained an e2, she ran a blood test and obtained 103mg/dl. Customer will be calling her dr. And advise him that she was able to get a blood result.